Event description:
I had filshie clips implanted as part of a tubal ligation. I am very allergic to the metal and need another surgery to get them out. I have had lots of pain, rashes that require the use of multiple antihistamines to control. I lose sensation in my hands and feet if I don't and break out in hives. Before the device was implanted I was healthy.